Manufacturer narrative:
H.6. Investigation: two photos and three safetyglide needles assemblies in fully sealed blister packs from batch 0023085 (p/n 305917) were received and evaluated. One of the photos displayed product consistent with the physical samples received. One photo displayed the top web of five blister packs, each with a black foreign matter particle attached. The composition of the particles could not be determined, and the defect could not be confirmed. One needle assembly had a purple hub stuck inside the shield, which was rejectable per product specification. One had an embedded foreign matter particle that appeared to be burnt plastic attached to the shield, which was acceptable per product specification. One has small loose black foreign matter particles outside the fluid path on the inside of the package. Potential root cause for the loose foreign matter defect is associated with the packaging process. Potential root cause for foreign matter hub and embedded foreign matter defects are associated with the needle supplier¿s manufacturing process. Potential root cause for the black foreign matter attached to the top web could not be determined based on the photos. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that needle sftygld 21x1-1/2 rb tw had 6 abnormally printed needles and 26 occurrence of foreign matter. The following information was provided by the initial reporter: on november 12, 2020, resources received feedback from pharmaceutical co., ltd. When opening the packaging of 10 21g*1 1/2 in tw safetyglide needle syringes, it found that needle defects were found in the product packaging. There are 6 abnormally printed needles in the packaging bag, 1 needle with purple unknown foreign matter, 7 removable foreign objects in the bag, and 6 non-movable foreign objects in the bag. There are 12 black spots on the outside of the bag. Eliminated promptly after discovery.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0008471, medical device expiration date: 2024-12-31, device manufacture date: 2020-01-08. Medical device lot #: 0023085, medical device expiration date: 2025-01-31, device manufacture date: 2020-01-23. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle sftygld 21x1-1/2 rb tw had 6 abnormally printed needles and 26 occurrence of foreign matter. The following information was provided by the initial reporter: on (B)(6) 2020, resources received feedback from pharmaceutical co., ltd. When opening the packaging of 10 21g*1 1/2 in tw safetyglide needle syringes, it found that needle defects were found in the product packaging. There are 6 abnormally printed needles in the packaging bag, 1 needle with purple unknown foreign matter, 7 removable foreign objects in the bag, and 6 non-movable foreign objects in the bag. There are 12 black spots on the outside of the bag. Eliminated promptly after discovery.